Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula accessory was visibly dented at the distal tip. A .342 gage pin does not fit through the distal tip inner diameter. The outer diameter/lip has material chipped off. Engineering concluded that the damage to cannula is likely due to mishandling. No other damage found.

Event description:
While not in use, the cannula accessory was found to be damaged by an isi clinical sales representative. No pt harm, adverse event or injury was reported.